Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and was unable to duplicate the customer reported malfunction. The se replaced the oxygen (o2) sensor as per scheduled preventive maintenance. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator generated an audio alarm and stopped cycling. There is no information regarding the patient being transferred to another unit. However, there is no report of death or serious injury associated with this event.